Event description:
The manufacturer received information alleging a ventilator was not blowing the right pressure and the device would not pass the 2nd part of the calibration. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint that the ventilator was not blowing the right pressure was not confirmed, however the device did fail test steps. The device's blower assembly was replaced to address the issue. In addition of the above evaluation, the device's muffler was replaced due to contamination and the cover was replaced due to physical damage. The device's software was upgraded to the current version. The device's additional components had to be replaced due to contamination (dirt, dust, talc. Etc.), blower assembly, blower cap, blower bellow, blower mounts, machine flow sensor, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board. The unit passed final test.